Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0131 health effect - clinical code. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was at home when she reportedly collapsed. She could not recall if she had any symptoms prior to collapsing. Her husband and daughter in law called paramedics. When they arrived, they checked the patient's cgm and it was displaying low while her bg was 460 mg/dl. She could not recall if she was treated by paramedics when being transported to the hospital. At the hospital, the patient was diagnosed with ketoacidosis and was reportedly in a "diabetic coma" on (B)(6) 2023. During the hospital stay, the patient was not using the cgm. When she woke up, she was unable to speak. It was reported that the patient required rehabilitation to speak, stand, walk, dress, drink and eat. At the time of the report, the patient was in a nursing home and reported that she was sometimes still weak but was recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.